Event description:
A customer contacted stryker to report that their device would not recognize or analize the paddles. As a result, defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker field service representative performed an evaluation of the customer¿s device and was unable to verify and unable to duplicate the reported issue. The event log and patient logs were reviewed and it was confirmed that the analyze button was not pressed during the event. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The most likely cause of the reported fault was use error.

Event description:
A customer contacted stryker to report that their device would not recognize or analize the paddles. As a result, defibrillation therapy would not be available, if needed. There were no adverse effects to the patient as a result of the reported event.